Event description:
When the surgeon went to use the monopolar cautery instrument, the cable burned through at the junction to the plug on the machine. The incident had no adverse effect on the patient. There was no visible damage to the cable prior to the procedure. The power generator was set at the "usual normal limits." There were no issues with cleaning or storage.

Event description:
When the surgeon went to use the monopolar cautery instrument, the cable burned through at the junction to the plug on the machine. The incident had no adverse effect on the patient. There was no visible damage to the cable prior to the procedure. The power generator was set at the "usual normal limits." There were no issues with cleaning or storage.